Event description:
It was reported by service report that the cot retaining post is broken off. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Pin bracket. The retaining post assembly kit was sent to the customer and the customer was repairing and returning the cot to service.